Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Although a definitive root cause cannot be identified, the following scenario likely caused the event: the output in seal & cut mode was activated while nothing was grasped between the grasping section and the distal end of the probe (this includes after tissue resection). This caused the tissue pad to wear out severely. The following information is included in the instructions for use (IFU): ¿do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating.¿ ¿when cutting and vessel sealing is performed in seal & cut mode, apply light tension on the tissue so that users can confirm it is transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation.¿ olympus will continue to monitor the performance of this device.

Event description:
As reported for this event by the customer, during an unknown therapeutic procedure, the device tissue pad was found to have severe abrasion. No part of the tissue pad fell off into the patient body. Another device of the same model number was used to continue the procedure. However, the second device also had an issue of abrasion of the tissue pad, though not to the same extent. The procedure was completed with a third similar device. There is no harm or adverse impact to the patient. The device was inspected prior to use with no anomaly noted.

Manufacturer narrative:
Due diligence has been performed for this event with no response received from the customer. The device is returned, and an evaluation completed for it. The user¿s complaint was confirmed. Upon inspection and testing, it was observed that the tissue pad of the device was worn to a great extent. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Manufacturer narrative:
This supplemental report is being submitted to correct b5 and provide information on a second associated device involved in the event. There are two failed devices associated with this event. These devices are captured in medwatches with patient identifiers (B)(6). This medwatch is for the patient identifier (B)(6).

Event description:
Correction 3/2/2023: as reported for this event by the customer, during an unknown therapeutic procedure, two successively used devices had severe abrasion of the tissue pad upon being used. No part of the tissue pads fell off into the patient body. The procedure was completed with a third similar device. There is no harm or adverse impact to the patient. The devices were inspected prior to use with no anomaly noted.